Event description:
During initial assessment of pt, on (B)(6) 2011, primary nurse flushed pt's right forearm 22 gauge peripheral IV to evaluate for patency. Fluid was immediately noted under the tegaderm dressing, and IV dressing was removed to evaluate the leakage. Upon removal of dressing, the IV catheter hub was noted to not have a catheter attached. No catheter was noted to the dressing or in the pt's bed. Unable to palpate the catheter at the insertion site. Nursing supervisor and physician notified via phone with xrays ordered to find possible broken catheter. Dates of use: (B)(6) 2011.